Event description:
Plastic casing of intraosseous catheter cracked after insertion. Catheter could not be used. Physicians were unable to obtain alternate access. Pt did expire however death was expected.